Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm force bipolar instrument for failure analysis investigation. The instrument was analyzed and the reported event with the instrument could not be replicated or confirmed. The instrument was evaluated on an in-house system, passing recognition and engagement tests. It demonstrated intuitive movement with full range of motion in all directions, and successfully opened and closed the grips. The instrument passed energy delivery testing across various grip orientations, confirming full functionality, and no product-related issue was identified. Additionally, the instrument was found to have a segment of the conductor wire dislodged from the force amplification pulley. A loop of the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged and the instrument passed the electrical continuity test. Also, the instrument was found to have cracked clamping pulley on input axis #6 (grip). The crack did not result in loss of tension of the corresponding grip cable. Lastly, the instrument was found to have corrosion on the bearings. Grips/pitch input disk bearings and thrust bearing exhibit orange discoloration. The corrosion was observed on multiple components of the bearing. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no functional issues. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics by in-house testing and the investigation revealed no issues related to the customer reported event. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse and recognition issues. Furthermore, the probable root cause of the dislodged conductor wire is attributed to a grip dislodgment. When the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated. Grip dislodgement may pull the conductor wire out of the routing groove. In addition, the probable root cause of the cracked clamping pulley and the corrosion found in bearings is attributed to improper cleaning or sterilization techniques used in reprocessing, which may include prolonged exposure of the instrument to harsh cleaning agents or insufficient flushing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the force bipolar instrument was broken and unable to take out. The procedure was completed with no reported injury.